Event description:
Customer called with a report of three accelerometer system alarms at 409 ml wbp. Operator reports they have checked the centrifuge bowl and drive tube and they are intact without any brush or leak. Operator reports they have repositioned the instrument each time after getting the alarm. Css asked that customer check to make sure that each wheel is fully seated and grounded with the floor. Operator notes after checking that the right hand side back wheel when facing the instrument is not fully grounded and that the instrument is "wobbly." Css asked if instrument and pt can be moved to another area or room. Operator is going to call the engineer to make sure that the wheel can be lowered further for assistance. Customer is satisfied with css advice at this time. Customer called back to report blood leak alarm. Customer stated accelerometer alarm at puring air phase, so they checked drive to assure it was seated correctly and pressed start to resume the procedure. That is when the blood leak alarm occurred. Customer opened centrifuge door and noted drive tube was broken and blood was sprayed onto the walls of the centrifuge. Css asked if pt was alright, customer stated pt is okay in stable condition. Css asked if anyone was splashed with blood or another biohazard material, customer stated no one splashed, as the leak was contained within the centrifuge. Css asked customer to return kit/smart card for investigation. Customer declined to send kit; customer will send pictures for eval.

Manufacturer narrative:
A review of lot c138 was performed and there were no nonconformities associated with this lot. This lot met release requirements. Trends were reviewed for complaint categories, alarm #46: accelerometer system alarm, drive tube leak/break and alarm #7: blood leak (centrifuge chamber), and no trend was detected for either category. Alarm #46: accelerometer system alarm was investigated through CAPA (B)(4) and CAPA (B)(4); both of these capas have been closed. Drive tube leak/breaks were investigated through CAPA (B)(4) and CAPA (B)(4), which have been closed. No CAPA was initiated to investigate alarm #7: blood leak (centrifuge chamber) incidents. The assessment is based on info available at the time of the investigation. Eval of the photographs provided by the reporter is still in progress at the time of this report. A supplemental report will be filed when this eval is complete. (B)(4).